Event description:
It was reported that the patient experienced a urinary tract infection (uti). The etiology of the issue was reported as a worsening or exacerbation of a pre-existing condition. There were no reported patient symptoms. An intervention of treatment with levaquin (leva-pak), 1 tab qd po given from (B)(6), 2008. The outcome of the event was reported, as of (B)(6), 2008, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).